Manufacturer narrative:
Additional follow up with the risk and assurance manager, (B)(6) was conducted and he commented that the patient made a full recovery and was discharged from the adult intensive care unit. This event is deemed a serious adverse event because resuscitative measures were needed to prevent a life-threatening situation. (B)(4).

Event description:
Complaint received from the risk and assurance manager, (B)(6), post cardiac surgery patient still intubated and ventilated. Patient noticed to be struggling to breathe, sudden reduction in tidal volumes on ventilator, desaturation to sao2 89%. Attempted to ventilate with bag, high pressures, unable to pass suction catheter down et tube. Noticed et tube was twisted 90 degrees on itself at 20cm (point of insertion of pilot balloon). Et tube untwisted - ventilation improved, sao2 100%. Et tube exchanged for standard hudson tube on aicu. This is a case of an intubated patient who had difficulty with breathing resulting in compromised ventilation and oxygen desaturation post op, possibly related to a twist/kink in the insitu endotracheal tube ett. During their attempt at resuscitation, caregivers noticed difficulty with passing a suction catheter down the ett. Resuscitative efforts were eventually successful and patient was not reported to have suffered any injuries in this case.